Event description:
It was reported that this implantable pacemaker was surgically explanted due to migration. This device was replaced with the same model. No additional adverse patient effects were reported.